Event description:
It was reported that the patient complained that his erection is too small in length and girth, and he only gets hard at the base of his penis. He also stated that he does not feel he can get completely flaccid. He indicated that the tubing lines may be twisted, causing the pump to be dispositioned as he cannot feel the pump block to locate the deflation button. The patient was given troubleshooting instructions and will visit the physician for a device evaluation. No patient complications were reported.